Event description:
It was reported that the home patient (hp) reused a single-use cassette. The hp contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during drain. The hp had a power failure in their residence and the power was now restored. The hp said that she had disconnected and reconnected "some lines" and the hp had no further details. The baxter technical service representative (tsr) advised them to let the registered nurse (rn) know about the issues during therapy and suggested they follow up with manual exchanges. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Per the baxter homechoice operator's manual, users are warned not to reconnect disconnected solution bags during peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.